Manufacturer narrative:
An event of blood leak from the seal resulting in bleeding was reported. The results of the investigation are inconclusive since the device was not returned for analysis. However, fast-cath hemostasis introducer batch number 8415648 expired on 31/03/2025 which was prior to the reported event date of 04/11/2025. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the use of expired product is consistent with user error. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the coarctation stent procedure, blood was observed to leak from the seal. The sheath was replaced but the same issue occurred. The second sheath was replaced, but the same issue occurred again. A smaller sheath was placed within the bigger sheath for hemostasis, but the patient experienced significant blood loss which required volume infusion.